Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - we did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data shows minimum battery voltage equal to 2.682 to 2.628 volts minimum between (B)(6) 2013 is just before device recommended replacement time of less than or equal to 2.6251 volts. Concomitant product: 5568 implantable pacing lead, (B)(6) 2009. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary -the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.